Event description:
A consumer reports that his vision was better prior to intraocular lens (iol) implant surgery. He denies blurry vision, but states he does not have "acute" vision at near, intermediate and distance. He also reports having floaters. He was referred to a retinal specialist and was told he may have signs of retinal detachment. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 04/01/2008, 04/07/2008 and 04/10/2008 by fax, mail, and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 04/18/2008.